Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient reported to have been hospitalized for the reported event. The treatment was not reported. The patient has recovered from the peritonitis. The pd therapy was ongoing. The cause of the peritonitis is unknown. Additional information was requested, but was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895565 and gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A batch review will be performed for the potentially associated lot numbers gd895565 and gd895771. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as complaints (B)(4).